Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years post filter deployment, CT revealed the ivc filter tilted 18-degrees to the left with 5 of the 6 struts perforated through the ivc end not embedded in any other structures. Approximately six months later, venography showed total occlusion of common femoral vein, external iliac vein, and the common iliac vein on the right side. It also showed widely patent vein in the left lower extremity stent widely opened, ivc filter widely opened, and legs embedded deeply in the wall of the ivc, but do not think they penetrate deep enough to be outside. The patient underwent thrombolysis and thrombectomy because of occlusion in iliac veins. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and five struts perforated through ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.